Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the patient experienced dizziness and the right atrial (ra) lead had high thresholds, no capture and had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.